Manufacturer narrative:
Device manufacture date provided. A medtronic representative reported that restarting the navigation system restored functionality when the reported issue occurred.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date unavailable at this time. A medtronic representative went to the site to test the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the screens were flashing black on the navigation system. The system was rebooted a few times without resolve. There was no patient present when this issue was observed.